Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of report, dianeal pd2 ultrabag therapy was ongoing. The nurse reported that on (B)(6) 2012, the patient experienced peritonitis that did not result in hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with fortum (ip, dose and frequency not reported) and vancomycin (ip, dose and frequency not reported). It was not reported whether remedial therapy was ongoing. On an unknown date the peritonitis has resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.